Event description:
In addition to the previously reported adverse events, the patient was also experiencing difficulty walking and loss of motion. According to the surgeon the patient was compensating for the pain and tibial tray loosening by changing their gait, resulting in a stress fracture of the interotrochantric area of the left hip. The fracture was fixated with an operation in (B)(6) 2018. The stress fracture did not heal properly and the patient underwent a primary left hip arthroplasty in (B)(6) 2019. The surgeon noted the patient developed a foot drop post-operatively following revision, which did subsequently resolve over time. Patient is in ongoing physical therapy and experiencing pain and difficulty walking. There is no evidence of a second left knee revision.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 18-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2 corrected: g1.

Event description:
Update: medical records received on ad (B)(6) 2020 were reviewed on ad (B)(6) 2020 by a clinician to identify patient harms/product issues. Doi: (B)(6) 2017. Primary operative notes indicate the patient received a left primary attune tka to treat left knee osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Doe: (B)(6) 2017 (B)(4). Patient received a left knee arthroscopy to treat mild arthrofibrosis, persistent pain and flexion reduction beyond 95 degrees. Upon entering the joint, the surgeon preformed an extensive synovectomy and adhesion debridement. The surgeon notes there was some fraying of the pcl that was debrided. Additionally, there was some mild patella baja treated with shaving of the tibial tubercle to release the patellar tendon. The knee stable and the surgeon was able to achieve rom of 115 degrees. The procedure was completed without complications. No components were revised doe: (B)(6) 2018. Patient received left open reduction internal fixation to treat a displaced trochanteric femur stress fracture. The fracture was reduced and fixed with competitor fixation devices. The procedure was completed without complications. (Physician attributed the fracture to the loosened tibial tray in subsequent notes) dor: (B)(6) 2018 (B)(4). Patient received a left knee revision to treat pain and gait abnormalities secondary to tibial tray loosening. Upon entering the joint, the surgeon identified patella baja and debrided scar tissue and performed an extensive synovectomy. The tibial tray was grossly loose and debonded at the cement to implant interface. There was noted osteolysis on the medial aspect of the tibia. The patella and femoral components were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The surgeon notes the patient was stable at 90 degrees of flexion but, due to the patient¿s ¿body habitus into deep flexion¿ the patient significantly subluxed her tibia beyond 110 degrees of flexion. The patient was revised with depuy products utilizing competitor cement. Revision part/lot information is available on pages 17-18. Preoperative surgical notes that the previous left trochanter fracture was due to the gait abnormalities secondary to loosening of the tibial tray. There was noted postoperative foot drop that resolved over time with physical therapy. (Foot drop captured in (B)(4)) doi: (B)(6). Patient received a left depuy tha with competitor component removal to treat pain secondary to nonunion of a trochanteric fracture. The surgeon notes the previous fracture and subsequent nonunion were due to gait abnormalities due to loosening of the left tibial tray that was revised on (B)(6) 2018. The procedure was completed without complications. Primary tha components used provided on page 20. (Will not be captured as the surgeon attributes this to the tibial tray loosening.) Clinic visit notes dated (B)(6) 2019: patient presented with mild edema and persistent pain and numbness of the left leg and foot status post left tha and tka. Patient states the pain without a cause that started one year ago. Physical examination reveals allodynia at a light tough and indications that the pain is disproportionate to surgical healing. Physician diagnoses the patient with chronic regional pain syndrome (crps) and suggests lumbar pain block. Patient is treated with oral gabapentin and continuation of physical therapy. There is no indication of invasive treatments. (Captured in (B)(4) ) physician letter in medical records dated ad (B)(6) 2019: physician states that the stress fracture, knee revision, need for tha, and associated injuries can be attributed to the gait abnormalities and pain associated with the loosening of the tibial tray. He further notes, ¿all of her hip problems developed due to compensation for her ongoing left knee pain and obviously the subsequent knee surgeries, foot drop, and crps treatment are all due to her need for subsequent knee surgeries¿. (Captured in (B)(4))

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: b5, b7, h6 corrected: h6 (code 2671 for limited mobility of the implanted joint and code 2616 for malposition of device are being retracted since it was reported in error) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. The patient underwent a left knee revision due to pain, adhesions, synovitis, patella baja, and tibial tray loosening at the cement to implant interface. The surgeon noted a little osteolysis on the medial aspect of the tibial tray. The patella component was not revised. Depuy cement was used during the primary operation. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.